Manufacturer narrative:
The concerns of ¿air in line¿ on one channel and not the other was confirmed during testing and was found to be the result of a broken ultrasonic sensor wire from the ail assembly circuit board. Initial testing found the source device alarming for air in line when no air boluses were present. An internal inspection of the source device found the black wire from the ultrasonic sensor broken. The signal amplitude was measured in the ¿as received¿ condition. The signal was found to be out of specification. The ultrasonic sensor wire was re-soldered to the ail assembly circuit board. The signal was measured and was found to be in specification. Infusion testing was performed, during the infusion there were no errors or malfunctions. A temporary repair was made to the ail assembly for testing. Due to the repair and age of the of the assembly, service will be replacing the ail assembly before returning the device to the customer. The device was being used for treatment. A review of the device history record showed the device had a manufacture date of 20jun2005. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. CAPA reference # : ca-(B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that tubing is causing ail alarms with the ail lvp configured at 250 microliter. They are running two primary lines: both 2426-0500 on pump channels and attaching one of the tubings into the port on the other line at the port closest to the patient in the birth center. The nurse grabbed a different lot number for both channels and is having air in line in one channel and not the other. The rn exchanged modules for the one that is still alarming and that channel is working without alarming. The nurse has retained the original lot number (10)19033208 and tubing plus one of the alaris modules that were affected. The facility's biomed tested the tubing she used but it fell apart when trying to test it. He grabbed another set of tubing with lot number (10)19033208 and had no air in line problems. There was no harm.